Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a 6 mm x 200 mm stent was identified to be possibly fractured via x-ray approximately 13 months post stent placement in the proximal 1/3 of the sfa. It was further reported that no additional intervention was performed and there was no injury to the patient. As reported mild calcification were present at the target site upon initial placement. The 200 mm stent was placed overlapping with a 60 mm stent the lesion was pre-dilated using a 4 x 220 mm balloon. A 5 x 220 mm balloon was used for post dilation. There was 0% residual stenosis after post dilation.

Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the images provided, a stent fracture could not be confirmed. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. Moderate to severely calcified vessels, overlapping stent placement or stent elongation during deployment may be contributing factors to the reported event. In this case, the target vessel was reported to be calcified and two stents were placed in overlap. On the basis of the x-ray images provided, there was no significant elongation of the stent during deployment. A definite root cause for the event reported could not be determined on the basis of the information and images received. The IFU states that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in the clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Furthermore, the IFU sufficiently describes the correct application of the device. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended.